Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and noted the lens was torn. The lens was removed with no patient injury, no enlarged incision or sutures. The backup lens was implanted. The reporter indicated the surgeon did not note any problem with the lens or the injection system.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a large piece torn off and missing from the lens optic and one haptic. A piece was torn off and missing from the other haptic. The lens was returned dry and there was evidence of dark and reddish residue on the lens surface. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).